Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during surgery, the cable broke. The product came in contact with the patient. No fragments remained in the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the product was returned with four distinctive failures in the cable. Under microscopic review three of the failures show necking at the ends of the individual strands and a tightening of the original cable twist. These observations are consistent with an overload from tension. The other failure appears to be the result of a cut. There is a uniformity to the angle of the single strands and witness marks can be seen on the face of the strands. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent hip replacement surgery due to congenital hip dysplasia.